Event description:
Patient reported left side "not enough milk production" and "nipple discharge." Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified device to be underweight, a crease fold, broken shell and missing shell (0-25%). A visual and microscopic analysis was performed which identified a smooth crease opening, wear abrasion and stress marks. Base on the device analysis the final assessment is: a pattern of crease smooth on radius side of broken shell assessed as fold flaw opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 07/17/2013 and 04/16/2015. Reason for reoperation: rupture.

Event description:
Patient reported left side "not enough milk production" and "nipple discharge." Healthcare professional reported a left side rupture. Device has been explanted.